Manufacturer narrative:
For each patient two potential lot numbers were used during surgery. Retained samples from the site were provided for investigation. All batches were released according to the required specifications and all initial testing results were within specification. Our lab has tested the retained samples of the possible lot numbers and all results were conforming and were within the specifications for the tested parameters. As no actual samples were returned, the retained samples were conforming and no manufacturing related issues were identified, a conclusive root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported that there had been 7 patients diagnosed with toxic anterior segment syndrome (tass) following cataract extraction procedures. This report represents one patient that had extensive corneal edema following the cataract extraction procedure. The patient has not yet recovered and is currently being treated pharmacologically.